Event description:
The customer reported the system's transverse and tilt locks are loose. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. This MDR is related to ge healthcare complaint number.